Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a signal was noted which appeared to be minute ventilation (mv) oversensing on the competitor right atrial (ra) lead. A review by boston scientific technical services (ts) noted that the signal was related to respiratory rate trend (rrt) and suspected rrt oversensing was noted. The pace impedance measurements appeared normal via remote monitoring. The rrt will be turned off at the next patient follow up. No adverse patient effects were reported.

Event description:
Additional information noted that it was not possible to recreate noise on the atrial electrocardiogram. The respiratory rate trend was turned off. The patient was discharged.

Event description:
Additional information noted that the pace impedance measurements appeared out of range on the competitor ra lead. The patient will be coming in for an evaluation.